Event description:
During an in-clinic follow-up, there were noise resulting in oversensing and inappropriate automatic mode switching. The suspected cause of the noise and oversensing was insulation damage. X-ray imaging was performed, however, no lead anomalies were observed. No further intervention was performed at this time. The patient was stable and will continue to be monitored.